Event description:
Reporter noted anterior chamber collapse occurred while shaving lens nucleus. Extra needle placed in air filter; continued operation without further problem. Additional information received noted va is 1.2. Doctor found there was only 900 corneal endothelium. Single use pak was reused.